Event description:
It was reported that the ball joint that holds the extension is not holding. No patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the quick connect button was bent. A functional evaluation revealed that the unit had minimal oil residue at each joint. The distal joint was manipulated and a failure could not be produced. It held as designed. A test jig was inserted into the distal quick connect and it held as designed. Pliers were used to straighten the bent quick connect button and it still held the test jig as designed. The piston migration was at 1.15 inches, which is indicative of hydraulic fluid loss. The unit passed the 50 pound weight test. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.